Event description:
We tested the 2 cryo force needles before placed the needles in the right kidney. Dr. Used the CT machine to check her placements of the needles to ensure they were in the correct position. Once they were in position, we turned on the cryo machine to start the freeze. Halfway through the first freeze the machine stopped freezing intermittently. We contacted our cryo rep [name redacted] about the issue. Thermal burn. He suggested that we stop freezing and take the needles out of the machine and then plug them back in to see if it would resolve the issue. We did this but the needles would not go back into the previous slots. We asked [name redacted] if we could put them in the 2 other slots and he said yes. We were about to plug the needles into those slots, and we began to freeze again. We noticed the needles weren't giving a temperature gauge, so we told [name redacted]. He told us to look at the needles in the patient to see if there was ice on the needle handle as that is normal. We noticed one of the needles didn't look right. Dr. Immediately told me to shut off the machine. We examined the patient and noticed her skin was white and cold to the touch. Dr. Asked the ir tech to hold his hand on her skin around the needle to start warming the skin back up. We waited about 20 minutes and then dr. Took the 2 cryo needles out of the kidney. We did a follow up CT scan with contrast dye and then [name redacted] contacted the reps for the cryo machine. Manufacturer response for cryo needles, (brand not provided) (per site reporter). Rep [name redacted] made aware during the procedure.